Event description:
It was reported that the implantable cardiac monitor (icm) data collection was programmed off. The device has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.